Event description:
It was reported that the patient¿s device was ¿not working properly the way it should.¿ it was further noted that the device was not helping with her pain. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).